Manufacturer narrative:
Continuation of d10: product ID: 97745 lot# serial# unknown, product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Pt mentioned during call, they can not get scs ins to do anything (such as connect to the remote). Pt wanted to know where to get a headset/head unit, battery and charger replacement to see if that was the problem. Pt said they still have the devices but understand they can go bad. Pt said the controller (ptm) would not turn on at all now. Pt added the battery in the head unit only went a half round of recharging in their back before they would have to switch them out to recharge the handset. Pt said if patient services specialist (pss) could send them these devices they would be happy to try them again to see if that was the problem causing the burning or they would find a doctor to cut the damn thing out (it's one of the two!!). Pt confirmed they did not intend to harm themselves. Pss reviewed troubleshooting external equipment could be done but if ins was causing a burning, painful sensation when charged pt needed to address this with a hcp before attempting to charge implanted device. Pss did offer to walk pt through resetting the ptm; pt said they would have to dig all the stuff out/locate equipment adding they had already done troubleshooting. Pt said they had tried reaching out to tech support but was never told they had to meet in a doctor's office which they could not always do. Pss offered to work with pt by calling back at a time that was convenient to troubleshoot. Pt told pss not to worry about it, they would figure something out in the future b/c hey had people pulling in/other issues there at the farm. Pt thanked pss for their time and disconnected the call. Redirected caller: patient's hcp.